Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. However, the customer confirmed that the flow issue was identified to be a practice related issue and there was no product malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood recipient set under infused. Four hours into a patient blood transfusion, only 250 cc of the blood was infused into the patient. The tubing set was primed with normal saline, line was flushed ¿several times¿, and blood was placed ¿high on the pole¿ upon due diligence the customer confirmed the flow issue was user related. There was no report of patient injury or medical intervention associated with this event. No additional information is available.